Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The caller reported that at least a year ago the patient started having difficulty charging their implantable neurostimulator (ins) efficiently, and in the last few months it has been taking longer than normal to charge the ins. The caller noted that it takes all day to get the ins to charge to 75% or 100%. The caller mentioned that they were told different reasons as to why it might be taking so long to charge the ins, which included that the hcp thought the ins might have been deeper or shifted, but the caller wasn't certain. The patient was transitioned to wireless recharger.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating the new charger has resolved the charging issues.

Manufacturer narrative:
Continuation of d10: product ID fp6000m lot# serial# unknown, product type product ID 37751 lot# serial# (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the new charger was delivered to patient (pt). Pt is evaluating charging time and has been instructed to report charging experience this week to determine if issue has been resolved.